Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the universal tracker would not initialize when placed on the mayfield adapter. The procedure was able to be successfully completed after a delay of 40 minutes. There were no allegations of adverse consequences associated with this event.